Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced hypoglycemia during increased physical activity at summer camp while using the ilet, with the lowest documented blood glucose of 50 mg/dl and lows persisting for approximately 30 minutes; the device provided low and urgent low alerts, and the caregiver treated the event with oral glucose gel and candy, after which blood glucose returned to range. Symptoms included hypoglycemia. Outcomes included no need for medical intervention and no need for assistance. Investigation included a complaint review and user counseling on device use during exercise, including pausing or disconnecting the ilet during physical activity. Investigation of this case revealed no device malfunction and suggested activity-related increased insulin sensitivity as a plausible contributor to the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.